Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator stop ventilating while on a patient. The patient was given manual ventilation via bag valve mask before the patient was transferred to another ventilator. The customer confirmed that there is no patient harm associated with this reported event.

Manufacturer narrative:
Result of investigation: a vyaire field service representative (fsr) went onsite and was not able to duplicate customer reported issue. Customer states that the unit turned off and when it came back up it had asterisks on the monitored values but after she got the unit she could not duplicate the issue. Field service turned on unit and started ventilating for 30 minutes but was not able to duplicate the reported issue. Performed ovp (operator's verification procedure) and battery performance verification but unit failed. Performed internal battery monitor reset procedure. The unit was left charging overnight. The batteries were completely charged performed battery performance verification according to service manual and passed. Performed ovp (operator's verification procedure) according to service manual and passed. Unit meets factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.